Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-aug-2018 from a healthcare professional who reported that they had no documentation to indicate that the patient¿s passing was a result or caused by the patient¿s pump or catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional: analysis of pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿; ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿; and ¿pump over-infusion ¿ undetermined root cause¿. Interrogation of the pump upon receipt indicated that the pump infusion drug was 20 mg/ml dilaudid. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received from a funeral home/mortuary on (B)(6) 2018. The return paperwork indicated that the patient passed away on (B)(6) 2018. The return paperwork contained no additional information and did not suggest or question a device malfunction.